Event description:
Literature: abstract from dr. (B)(6). (B)(6). Summary: the speaker presented a retrospective review of data for sacral neuromodulation stimulation. Reportable event: this abstract and oral presentation listed the following complications from pts undergoing stage 1 implantation of interstim for various maladies. This retrospective review included data from (B)(6) 2002 through (B)(6) 2008 and included 78 pts that made to stage 1. There were 14 devices removed, 4 were removed due to pain, 7 were removed due to lead fracture, 2 were removed for battery replacement and 1 was removed due to infection.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the abstract or to match the events reported with previously reported events. It is also possible several events occurred in one pt. At this time no additional info was available, additional info has been requested.